Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent was implanted in the kidney on (B)(6) 2016 and was scheduled to be removed via ureteroscopy procedure performed on (B)(6), 2016. According to the complainant, during the procedure when attempting to remove the stent, it was noted that the pigtail side failed to uncoil. Flexible scope was used to remove the stent from the patient thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found calcification residues on the stent. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the stent calcification may have been generated because the device remained in the patient's body for a certain length of time. The most probable cause is considered operational context.

Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent was implanted in the kidney on (B)(6) 2016 and was scheduled to be removed via ureteroscopy procedure performed on (B)(6) 2016.according to the complainant, during the procedure when attempting to remove the stent, it was noted that the pigtail side failed to uncoil. Flexible scope was used to remove the stent from the patient thus completing the procedure.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.